Manufacturer narrative:
A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Without the actual product involved our investigation cannot proceed. We will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re opened.

Event description:
It was reported that during a tka procedure, instrument broke during impaction. No delay reported. No revision surgery performed. No backup device available. No injury or impact to patient reported yet.